Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient's body with a balloon torn on the 2nd day of placement. The same event occurred to another catheter which was placed after this event. The patient was suspected of having bladder stones.

Event description:
It was reported that the catheter fell out of the patient's body with a balloon torn on the 2nd day of placement. The same event occurred to another catheter which was placed after this event. The patient was suspected of having bladder stones.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation observed that the balloon had burst as irregular with no pieces of the sac missing. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. However, the exact cause on how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"